Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service representative replaced the collimator, then calibrated and mechanically centered the collimator. The system is operating as intended.

Event description:
The customer reported that a 'bad iris pot' error message displayed on the mainframe console. The procedure was completed with no injury to the patient.